Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a (B)(4) study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The patients were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. A patient was hospitalized for hypotension and mild temperature (febrile). No obvious source of infection was documented. This serious adverse event was anticipated per study protocol. The patient discontinued from the study. The outcome was resolved on (B)(6) 2010. The severity of the event was moderate and the relationship to the study was assessed as not related.